Manufacturer narrative:
The device is expected to be returned for investigation. It has not yet been received. This report represents all the information known by the reporter upon query by hospira personnel.

Event description:
Report received that the rotary control knob position and the position indicated on the display screen did not match. During testing at the user facility, when the rotary control knob on channel a was turned to the set vtbi position, the display indicated the programmed rate. There were no reports of any adverse patient events while the device was in clinical use. Though requested, no additional information was provided.